Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a literature article entitled "fenestrated pedicle screws for cement-augmented purchase in patients with bone softening: a review of 21 cases" that a "patient underwent an unknown posterior spinal procedure to treat a myeloma tumor. At an unknown time post-op, the patient suffered cauda syndrome due to a post-surgical hematoma that appeared. The patient underwent an urgent surgical revision which included drainage, debridement and widening of the laminectomy. The patient suffers from heart disease and it is believed by the authors that she resumed oral anti-coagulants too early. Neurological function slowly recovered until it was completely normal."